Event description:
Approximately fifteen (15) months after the index procedure during the followup period, the patient had restenosis of a previously placed cypher stent. The event was reported to be a mace event, mild in severity and was reported to be a percutaneous transluminal angioplasty (ptca) of a previously treated lesion. The flow was reported to be timi 1. The relationship to the device/procedure was highly probable.